Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight not provided. Event date not provided. Additional 510(k) number is k013227.

Event description:
It was reported that the implant was removed due to becoming fractured 4 years after placement. A new implant will be placed in the future.

Manufacturer narrative:
One impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm (tsvb11) was returned for investigation. Visual evaluation of the as returned implant identified fracture at collar area. Shows signs of use and wear. Coating coming off the threads. Functional testing could not be performed since the product was fractured. Pre-existing conditions noted on the per were unknown bone density. The reported device had been placed on tooth #20 (universal) for approximately 5 years. Implant placed on a previously allografted site. X-ray & picture evaluation: picture or x-ray evidence not provided. Review of appropriate documentation: documents reviewed: instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev 9-10/19. Information identified: contraindications & precautions. Per the applicable IFU, it is stated that improper techniques, severe bruxism, clenching, and overloading, may cause component fracture. DHR review: DHR review for the lot (63585876) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (63585876) for similar events (complaint category keywords: fracture: implant) and no other complaint was identified. Post market trending review: august post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed.

Event description:
There is no update to the original complaint description provided.